Event description:
A patient performing autodialysis, using extraneal (a labeled interferent for the test strips) was found by nurses at home in a hypoglycemic coma. Patient's blood glucose was reportedly tested, using the suspect device, with a "normal" result (value not provided). No information, pertaining to patient's treatment or current condition, was provided. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
Info anticipated, but unavailable at this time.